Manufacturer narrative:
Evaluation codes: results: the complaint for ¿no stimulation¿ was confirmed. Microscopic inspection of lead revealed a kink with all broken wires 19cm from the stimulation end. As there was no breach of the outer tubing and no stimulation was observed prior to the revision, the fracture was consistent with an overstress condition the lead was subjected to while inside the patient. The distance from the cam impression to the fracture (broken wires) was measured to be 35mm distal to the kink. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (sweden) was without stimulation. It was also reported the patient's lead was fractured at the anchor site. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.